Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with osteoporotic fracture and underwent balloon kyphoplasty. During the surgery, balloon broke during inflation inside the vertebra. The product came in contact with the patient. No patient complications were reported as the result of the event.